Manufacturer narrative:
Additional information: d10 a complete lead was returned in one piece measuring 86.3 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when a patient presented in clinic for a follow up, high capture was noted on the left ventricular lead. The lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.